Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex st mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex st mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of ventralex st mesh. Per operative notes, ¿the hernia sac was removed and a large ventralex st mesh was placed in the preperitoneal plane as an underlayment with tails sewn using sutures. The tails were cut to size and fascia was then closed over the mesh.¿ (B)(6) 2015 - patient had pain, overlying cellulitis and ir drainage of abscess. (B)(6) 2015 - patient was diagnosed with abdominal wall abscess, infected mesh and recurrent ventral hernia thereby underwent robotic assisted laparoscopic repair with removal of mesh. Per operative notes, ¿adhesions were taken down from the midline abdominal wall and mesh was dissected off. Encountered a central area of inflamed and infected tissue with purulent appearing exudate. Hernia defect created by removal of mesh and planned to repair once infection resolved.¿ attorney alleges that the patient had abscess, adhesions, mesh shrinkage, infection, pain and hernia recurrence. It is also alleged that the patient had ir abscess drain placement, percutaneous drainage of anterior abdominal abscess, mesh partially incorporated and infected.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 2 months post implant of ventralex st, patient was diagnosed with infection, cellulitis, fibrosis, abscess and adhesions thereby underwent removal of mesh. The instructions-for-use supplied with the device list infection and adhesions as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Note, the manufacturing date (15-oct-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.